Manufacturer narrative:
H6: device code: corrected code. H6, code 213 - the review of the manufacturing records verified, that the lot involved in this event met all pre-release specifications. The gore® dry seal flex introducer sheath dsf1833 / (B)(4), was discarded at the facility. Therefore, an engineering evaluation of this medical device could not be performed. H6, code 22: according to the dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to: blood loss, bleeding, hematoma, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), and death.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. Having implanted the gore® excluder® trunk-ipsilateral leg component rlt351416 on the right side, a gore® dry seal flex introducer sheath dsf (18/33) was utilized on the left to accommodate the implant of a second gore® excluder® contralateral leg component plc with a diameter of 27 mm serving as an extension. During pre-treatment imaging, the patient had reportedly presented with an extremely tortuous, s-shaped, left common iliac artery. During the implant procedure of the extension device, the patient was noticed to experience severe hemodynamic instability. Intra-procedure imaging revealed extensive damage of the left common iliac artery over its entire length after the sheath had been retracted following the implant of the stent graft. The patient was immediately converted to open surgery to perform repair of the vessel but expired amidst the repair attempt due to substantial blood loss.